Event description:
The customer reported that no live image was displayed when the foot switch was used and a communication error message was displayed. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board and power connector were reseated, and the voltage to the generator interface board was adjusted. The system was then found to be operating as intended.